Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose was over 500 mg/dl with moderate ketones. Customer revered to an alternate pump for insulin therapy and to address elevated blood glucose levels.